Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. A 4.00x28mm synergy drug-eluting stent was selected for use to treat the lesion. However, when the stent protector was removed, the stent was dislodged from the hypotube. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis. A visual examination of the crimped stent found that stent struts were stretched, pulled and misaligned. Stent struts on the first 3 proximal rows had minimal damage. Stent dislodgement most likely occurred due to handling during removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. A 4.00x28mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, when the stent protector was removed, the stent was dislodged from the hypotube. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.